Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy, total abdominal hysterectomy and bilateral salpingo-oophorectomy. It was reported that following insertion the patient experienced stress urinary incontinence and pelvic pain. It was reported that the patient underwent mesh excision on (B)(4) 2011 under (B)(4) at (B)(4).

Manufacturer narrative:
.